Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the severely tortuous and moderately calcified left anterior descending and left circumflex artery. A 2.00mm x 15mm emerge balloon catheter was advanced for dilatation. However, during inflation for about 2 to 3 times, approximately at 6 atmospheres for 5 seconds, the balloons ruptured. Another 2.50mm x 15mm emerge balloon catheter was advanced. However, the balloon ruptured upon advancing the catheter to the lesion. A second 2.50mm x 15mm emerge balloon catheter was used for dilatation. However, during inflation for about 2 to 3 times, approximately at 6 atmospheres for 5 seconds, the balloons ruptured. The devices were removed without any problem and the procedure was completed successfully with another of a different device. There were no patient complications nor injuries reported and patient condition was good.